Manufacturer narrative:
Lot #: 9-5501-h-02. The device was received for evaluation. A leakage test of the dialysate side was performed and a crack in the welding zone was found. The failure could be confirmed. The cause could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed between the header and the housing of a polyflux 140h during treatment. There was patient involvement however, no patient injury or medical intervention associated with this event. No additional information is available.